Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 413 mg/dl and low blood glucose of 38 mg/dl. The customer was treated with bolus for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reports not they were not using auto mode feature troubleshooting was performed for high blood glucose level and troubleshooting was declined by the customer for low blood glucose level. The insulin pump will not be returned for analysis.